Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of the call was 245mg/dl. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.